Event description:
Procedure: revision of vbg to roux by (bariatric). Reportedly, the cutting blade fractured off of the instrument and fell into the patients abdomen. The surgeon removed the blade from patient abdominal cavity and replaced the instrument.